Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using an omnipod 5 insulin pump at the time of the event. No bg fs or cgm values were available for any point during the event, and pre-existing medical conditions were not specified. According to the patient, on (B)(6) 2026, the cgm values may have been higher than his actual bg value. He alleged the insulin pump infused ¿uncontrolled boluses bringing him lower every time¿ based upon the cgm values. At some point he lost consciousness. He was admitted to the hospital for 3 days. Diagnoses after arrival included ¿intussusception, blockage of the j pouch, pneumonia, and then blood sugar being out.¿ he did not know what treatment he received, and after his condition stabilized, he was discharged home on (B)(6) 2026. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.